Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing. Hardware low level failures alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly. No frozen screen noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had frozen display. The customer¿s blood glucose was 114 mg/dl. Customer stated buttons were not working. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.